Event description:
Customer reported potential false negative hcg result, using surestep hcg urine cassette (40t). One more than one occasion, customer saw a patient that had a positive home pregnancy test as well as blood test was positive. No patient information provided. No additional information provided.

Manufacturer narrative:
Investigation pending.